Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system was tested and there was no failure found. The system performed as intended. It appeared a key on the pendent was sticking. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site's imaging system "was taking a long time to come up" and was stuck in initializing systems please wait. The site stated they've attempted multiple reboots with the system interconnect cable connected. They were getting mixed results, sometimes the system booted up normally and others it would stay initializing. There was no patient present.